Event description:
Follow-up information provided the patient¿s ipg was replaced on (B)(6) 2019. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2019. The ipg was not put into surgery mode. Troubleshooting was attempted, but was unsuccessful. The ipg was determined to be inoperable. The patient is unaware the last time she had therapy. As a result, the patient is awaiting surgical intervention.